Event description:
Patient contacted animas alleging that all the keypad buttons are intermittently unresponsive and claims it started approximately 2 months ago and has gradually become worse. The patient denied exhibiting any symptoms. There was no evidence of any misuse of the product. There was also no evidence of moisture in the pump. The alleged issue was not resolved and the product was replaced. At this time there is no evidence that the product caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed intermittent responses to button presses on the 'up', 'down', 'ok' and 'contrast' buttons. Multiple button presses requiring increasing force are required before the buttons will engage. Observed damage to the keypad- the keypad cover is lifting and peeling below the 'ok' button. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons.